Event description:
It is reported that the patient will undergo revision to a right knee arthroplasty due to hyperextension.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: UDI:(B)(4). Articular surface with segmental hinge post size b 26 mm height cat: 00585002026 lot; 63203032 unknown segmental femoral reported event was confirmed by review of photos. Photos were provided to zimmer biomet team and it shows the knee hyperextension of right knee during the revision surgery. The poly insert appeared to be deformed and possibly cracked around the femoral hinge. Device history record was reviewed and no discrepancies relevant to the reported event were found. The product was manufactured prior to the release of the modified poly insert. The root cause can be considered as design deficiency. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to hyperextension approximately four months post implantation.